Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported a performed a novasure endometrial ablation on (B)(6) 2015. Sometime post ablation, the "patient suffered serious uterine and bowel injuries, which resulted in emergency laparotomy surgery, sepsis, organ failure, and extended inpatient care. She was transferred to the hospital with life-threatening conditions, where she remained for nearly two months. Medical care is ongoing". We have been unable to obtain additional information surrounding this event.